Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received info regarding a tear in the pt line. Reportedly, the customer was not sure if he accidentally pulled on the pt line. Customer's blood glucose level was impacted. Customer indicated that the cartridge and the infusion set would be changed at a later time.